Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: cassettes received: 1 opened. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Thread on sample received is broken inside the cassette and it is not useful. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of compliant: (B)(6). It was reported that the thread breaks inside the cassette. The suture snaps off and then the reel can no longer be pulled out from the cassette.